Manufacturer narrative:
Doctor could not disconnect impression post from implant area, insertion of implant. Implant became mobile and required removal. Bone quality at the time of implant failure was type IV. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed.

Event description:
Doctor could not disconnect impresstion post from implant area, insertion of implant. Implant became mobile and require removal. Bone quality at the time of implant failure was type IV. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed.